Manufacturer narrative:
Section h4: device manufacturing date was noted as oct 26, 2020. The correct manufacturing date is jul 22, 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2022 and experienced a button-hole flap and vertical gas breakthrough on unknown eye. No additional information was provided. This report is for patient 2 of 2. Reference mrn 3012236936-2023-00229 for patient #1.

Manufacturer narrative:
Patient information unknown/not provided; information was requested from the account. However, at the time of this report no additional information has been received. Adverse event health effect - clinical code 4581 hs-button hole : corneal flap complications. Device evaluation: the application support manager adjusted the flap depth to 120 during the rest of the patients because of this and had no problems for the rest of that surgery. The system was evaluated by a field service engineer (fse). The fse measured z depth approx 101um and performed z calibration to approximately 115um. The system met jjsv specifications. Conclusion: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
H10. Additional data: further information was provided and reported the patient's information, section a2, age - 38 years; section a2, date of birth - (B)(6) 1984; section a3, gender - male; section a5, ethnicity - not hispanic/latino; section a5, race - white. Dr. Gary fillmore performed the lasik treatment. Patient waited to have photorefractive keratectomy (prk) 2 weeks later. Customer normally has a 105 flap thickness and they have had to make the flap thicker to 120. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.